Event description:
Stryker sustainability ligasure impact open sealer/divider handpiece would not work. It was sharing a message indicating that more tissue was needed, and even after additional tissue was placed into the jaws/blade the message would reoccur and the device would not function. Reason for use: sigmoidectomy.